Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the pk dissecting forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated the customer reported complaint. For clarification, the instrument was driven on a da vinci in-house system, but intuitive motion was not being experienced. The movement output was not corresponding to the hand motion at the surgeon side console (ssc) master tool manipulator (mtm). No cable damage was observed at the wrist. The instrument was further evaluated and found to have the roll axis input gear approximately 90 degrees off from its intended position/orientation. There were no broken pieces and the gear was able to be removed and re-oriented to its intended/normal position, which resolved the non-intuitive motion issue.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the pk dissecting forceps instrument was not working correctly as it started functioning opposite of what the surgeon wanted. It was indicated that the surgeon would command the instrument to move to the right and it would move to the left and the same reversal would occur in the up and down directions as well. The procedure was completed with a back-up pk dissecting forceps instrument with no reported injury.